Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) did not record any atrial high rate episodes while the patient was in chronic atrial fibrillation (af). The post mode overdrive pacing setting on the ipg prevented valid data collection of the patient's af, therefore reprogramming of the ipg is planned for the future. The ipg remains in use. No patient complications have been reported as a result of this event.